Event description:
It was reported that the patient was unable to adjust her stimulation. The patient was able to turn the implantable neurostimulator on/off and increase settings but then it would turn off or not respond to the patient programmer. The patient reported that the ins needs to be replaced. Further information is being requested from the hcp.